Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced no stimulation sensation. It was stated that this occurred on the morning of the report while the patient was walking around his kitchen. It was noted that the patient saw the "call your doctor" icon on the programmer screen as well as another code. It was stated that the patient thought the other code was the elective replacement indicator (eri). It was noted that the patient last checked the implantable neurostimulator (ins) with the health care provider (hcp) about 4-5 months prior to the report. It was reported that it had been working "fine" until the morning of the report. Trouble shooting was not possible at the time. The patient stated that he was going to call his doctor. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had no stimulation sensation. It was stated that stimulation had stopped the previous day. It was noted education on the recharger resolved the issue. It was reported that the patient did not feel stimulation while recharging. It was confirmed that the ins had been turned to off. It was reported that the battery charge level was too low to turn on. It was noted that the battery had about a 1/4 battery left internally. The patient was getting all 8 coupling boxes. Later that day it was reported that the patient had been charging for an hour and stimulation still would not come on. It was reported that the patient was "out fishing" and his implantable neurostimulator (ins) "shut down". It was stated that the patient thought his ins was low on battery because he when he tried to it on it do "absolutely nothing". It was stated that the patient was "in bed for about 3 hours" on the day of the report and the ins "would not turn on". It was noted that the patient felt "absolutely nothing". It was reported that the ins was 1/4 - 1/2 full. The patient was seeing 8 out of 8 coupling bars. The patient was not seeing a lightning bolt in the ins icon. The patient then pressed the on button. Then the patient felt stimulation and he was "back in business". It was noted that the patient had been "doing it wrong and would fully charge the ins".

Event description:
When contacted for follow up, the healthcare professional (hcp) reported that the cause of the event was unknown and that they had not seen the patient since (B)(6) 2013. It was also noted that the manufacturer¿s representative also had not spoken to the patient either. If additional information is received, a follow up report will be sent.

Event description:
The following information was reported incorrectly: additional information received reported that the patient had no stimulation sensation. It was stated that stimulation had stopped the previous day. It was noted education on the recharger resolved the issue. It was reported that the patient did not feel stimulation while recharging. It was confirmed that the ins had been turned to off. It was reported that the battery charge level was too low to turn on. It was noted that the battery had about a 1/4 battery left internally. The patient was getting all 8 coupling boxes. Later that day it was reported that the patient had been charging for an hour and stimulation still would not come on. It was reported that the patient was "out fishing" and his implantable neurostimulator (ins) "shut down". It was stated that the patient thought his ins was low on battery because he when he tried to it on it do "absolutely nothing". It was stated that the patient was "in bed for about 3 hours" on the day of the report and the ins "would not turn on". It was noted that the patient felt "absolutely nothing". It was reported that the ins was 1/4 - 1/2 full. The patient was seeing 8 out of 8 coupling bars. The patient was not seeing a lightning bolt in the ins icon. The patient then pressed the on button. Then the patient felt stimulation and he was "back in business". It was noted that the patient had been "doing it wrong and would fully charge the ins". It has now been reported into manufacturer report# 3004209178-2013-11841.